Event description:
It was reported that when the stretcher was plugged into the outlet, the socket began to spark. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection was scheduled. However, the customer was unable to locate the unit when the technician visited the facility for repairs.

Event description:
It was reported that when the stretcher was plugged into the outlet, the socket began to spark. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.